Manufacturer narrative:
Additional information: h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one-link needle-free IV connector disconnected during patient infusion. It was further reported, ¿tubing popped off from bifuse connector¿. The infusion was d5ns via an unspecified large volume pump at 100ml per hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.